Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case at display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated that a piece of the reservoir broke off and the compartment is cracked as well. Customer also stated that the insulin pump's alarms are becoming less audible and is having difficulty hearing them. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but had disconnected from the device from (B)(6) of 2013. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported.